Event description:
The rptr stated that swivel on the stopcock unscrewed from the dome during angioplasty. Blood backed up and an unspecified amount leaked out. There was no pt injury or treatment reported for this event.